Manufacturer narrative:
It was reported that the resident was receiving assistance from the cna for adl's and mobility. While the resident was holding onto the siderail, the pin locking mechanism apparently disengaged and caused the siderail to move downward. The resident slid off the bed. She was hospitalized and diagnosed with a slightly displaced fracture of the distal femur. A siderail release mechanism was returned for evaluation. The entire siderail was not returned and the lot number was not reported. The mechanism had paint chipped near the release pin and rust was observed around the cylindrical support. The locking pin was bent to the right and partially fractured. It is unknown if this locking pin was bent prior to the incident. Any damage to this locking pin prevents the unit from locking into place. As only the release mechanism was received, the overall condition of the siderail is unknown. It is also unknown whether an impact was received by the siderail that may have led to the bent locking pin. No manufacturing defect was identified. A root cause has not been confirmed. Due to the reported injury, this medwatch is being filed.

Event description:
The end user slid off the bed when the side rail moved. She suffered a fractured femur.